Event description:
It is reported that when implanted, the stem sat proud and not to the level of the broach and was then explanted. The femur was further prepared and a new stem was implanted.

Manufacturer narrative:
Evaluation summary: no stem nor rasps were received; therefore, their condition is unknown. The magnitude of the stem sitting proud was not provided. Surgical notes were not provided. Patient bone quality was not described. A definitive root cause cannot be determined with the information provided. Evaluation: the manufacturing records for the stem were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.